Event description:
It was reported that the grey plastic cap cracked where the device contacts the ¿ps¿ box on the implant.

Manufacturer narrative:
The associated complaint device was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned journey ii bcs locking femoral implant impactor. The anterior cam bumper is fractured, which was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. This instrument was manufactured in 2011, and it exhibits signs of significant use and wear. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.